Event description:
Customer returned the loaner device reported with an issue of " k-wire snapped , a-rubber (bending section) bonding deteriorated , free play (angulation). There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
Full address name of the facility - (B)(4). The subject device was received and evaluated . Device evaluation and inspection has confirmed the customer reported issue. Evaluation and inspection, service repair noted , full inspection for endoscope was performed and confirmed the defects mentioned by the customer: bending cover adhesive found worn. Wire for forceps elevator found snapped. Angulation has freeplay. Reduced angulation however, was not confirmed. Furthermore, the following findings during inspection were noted on the device: objective lens adhesive worn. Distal end light guide lens corroded internally. Remote switch 1 scratched. Engage function of angulation knob noted loose. Forceps elevator does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the forceps elevator wire was cut due to fatigue breakdown from repeated operation and the forceps elevator wire became raised due to reprocessing around the forceps elevator and attachment/detachment of the distal cover. The root cause of this event was unable to be identified. Additionally, it¿s likely moisture entered inside the light guide lens because there was a gap made by physical stress on the light guide lens glue, which caused corrosion inside of the light guide lens. A final root cause of the corrosion inside the light guide lens was unable to be identified. The event (forceps elevator wire snapped and frayed) can be detected / prevented by following the instructions for use which state: ¿inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ likewise, the event (forceps elevator wire snapped and frayed) can be prevented by following the instructions for use which state: ¿cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ ¿preparation and inspection - attaching the distal cover.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the reported events (bending cover adhesive worn, forceps elevator wire snapped, angulation freeplay) occurred after reprocessing. There was no patient involvement or consequence reported as a result of the event. The scope elevator wire condition was ¿ok¿ during manual leak test and manual wash before loading into the automated endoscope reprocessor. During the device evaluation, it was found that there was corrosion inside of the light guide lens. This report is being submitted for the corroded light guide lens and strands of the forceps elevator wire snapped and frayed.